Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a clearlink duo-vent secondary medication set got disconnected at the upper (y) site of clearlink duo-vent continu-flo solution set. It was further reported that the tubing dislodged or unscrewed itself from the patient's line and would not stay in the event occurred during a precedex infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.